Event description:
Procedure: urological / gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced significant mental and physical pain, suffering, has sustained permanent injury, permanent physical deformity, and has undergone corrective surgery.

Manufacturer narrative:
(B)(4).